Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, as they were removing the 14f esheath+ the sheath looked to have a significant liner tear in the expandable portion and the distal tip was damaged, described as a distal tip torn. There was no difficulty encountered with the insertion of the sheath, the removal of the 26mm commander delivery system (ds), the ds and/or valve did not come out the side of the sheath, the angle of insertion was not steep, there was no damage to any other edwards devices and there was no patient injury. The physician noted that there was a lot of blood loss during sheath removal, however there was no blood transfusion required. The patient is in stable condition, and the valve was successfully implanted.

Manufacturer narrative:
The investigation is ongoing.